Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, low sensing and noise resulting in oversensing and automatic mode switch episodes were observed on the right ventricular (rv) lead. Pause episodes were also reported due to pacing inhibition. The physician reprogramed the device and elected to monitor the patient. The patient was in stable condition.